Manufacturer narrative:
Argus case (B)(4).

Event description:
It taste like double mint... I like polident [accidental device ingestion]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of accidental device ingestion in a patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown for drug use for unknown indication. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer mentioned that, "it taste like double mint. I like polident". There is a possibility that the consumer swallowed a large amount of polident as consumer likes the taste.